Event description:
Mfg report number : 2249723-2023-01951 ; is being cancelled due to being opened in error.

Manufacturer narrative:
Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only. Mfg report number : 2249723-2023-01951 ; is being cancelled due to being opened in error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
After numerous emails with tech support and customer, it was discovered that the customer was sent the incorrect part. The label was correct but the product inside was not correct. This part has already come back under ra# 6933029222. There was no patient involvement.